Event description:
Acct reports that the stopcocks are cracking. States they had two incidents in which they had to pull the pt central lines due to clotting caused by the backup of fluid due to the cracking stopcocks. No serious injuries to the neonates.